Manufacturer narrative:
(B)(4).

Event description:
Health care professional reported injecting 0.8cc of evolysse smooth into the lips of a patient. Approximately 4 days post injection patient experienced lumps in the lips. The hcp reported there were no emergent signs and no excessive tenderness, hardness, blanching, or redness.